Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found no defect in the reported problem area of the pipette assembly. Removed all tip eject sleeves, cleaned all sleeves and collets (x12). Reassembled and tested summit with diagnostic software. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.